Event description:
A pt reported experiening inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 124, 166, 196 and 561 mg/dl. Tests were done within 10 minutes. "Pt did consecutive testing on 3 different fingers by lancing their finger for each test." Pt did not experience any adverse events. No further info has been reported.